Event description:
It was reported that an unspecified malfunction occurred. The reported stated that the patient experienced an 8 day hospitalization 8 months ago due to a dexcom issue and the dexcom not communicating with the omnipod. The patient was reportedly diagnosed with diabetic ketoacidosis (dka) and was in the intensive care unit (ICU) for 8 days. The glucose level was reportedly over 700 mg/dl. There was no mention of cgm values for the time of the event or what the cgm was displaying during the device issue. The patient denied any messages or alarms on the omnipod 5 app. The patient reported that she was on an IV drip of insulin, fluids, and eight days of other medications/fluids. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.